Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient had heterotopic bone growth around the s1 nerve root following a fusion procedure using rhbmp-2/acs and posterior fixation. The patient had a second surgical procedure in 2009, to remove the hardware after fusion was complete. At this time, the surgeon also removed the heterotopic bone growth.